Event description:
It was reported that the patient's vns was indicating high lead impedance. The patient indicated that he has not felt normal or magnet mode stimulation since the beginning of (B)(6) 2012. No trauma or manipulation is believed to have occurred. Clinic notes were received dated (B)(6) 2012 indicating the patient is still experiencing about the same amount seizures as normal which is about five seizures every night. The notes indicated that the patient did experience some increased seizures, however the noted events were attributed to medication issues or becoming overheated while playing outside. The vns was disabled and the patient was referred for replacement. Surgery to replace the patient's lead is likely.

Event description:
Additional information was received indicating the patient will not be having surgery to replace the vns at this time. The patient and his family are seeking a second opinion on the patient's seizures for the time being.

Manufacturer narrative:
Device failure is suspected but did not cause or contirbute to a death or serious injury.